Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector of a one-link neutral luer activated device popped off the IV catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.